Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial (B)(6), batch: a000047713.

Event description:
It was reported that x-ray confirms lead migration of the left lead from t7 to t9. Surgical intervention may take place in the future to address the issue. The investigation was unable to determine the lead that is associated with the issue.